Event description:
During review of a (B)(6) male patient's flag files, zoll technical support reported charge profile fault flags and code 102 flags, the patient was given an new monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon evaluation, the monitor experienced charge profile faults (code 102). Components c20 and c21 (high-voltage capacitors) on the defibrillator board were disconnected, preventing the capacitor from fully charging. The root cause of the disconnected capacitors cannot be positively determined but is likely due to fractured solder connections from physical impact. No adverse event resulted from the disconnected capacitors. The patient received a replacement monitor.